Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, heparin dose given and act levels are unknown. It was unknown whether the patient had a hyper-coagulopathy. The patient-device interaction may be a contributing factor of the thrombus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
While advancing a 14fr esheath, there was some resistance felt. The vessel was dilated with a 16fr and 18fr dilator and the esheath was able to be advanced through the left common iliac and up to the distal aorta. A 23mm sapien 3 valve was successfully delivered to the aortic valve. After the delivery system was removed, angiogram showed thrombus that had formed in the distal aorta and down both iliac arteries. The thrombus was removed from the aorta and iliac arteries by using suction and a catheter. The right external iliac artery had to be dilated and stented due to thrombus that had embolized to an existing lesion. The esheath was removed from the left access without complication. The patient remained stable throughout the entire procedure. The patient had peripheral artery disease (pad) in the access vessel. The access vessel was severely calcified and moderately tortuous. Post procedure the patient passed away. The death was believed to be from mesenteric artery occlusion. At the time of the report the date of death was unknown.